Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On 07/10/2026, dr. (B)(6) reported that a 68-year-old male patient presented to the alfy dental corp monterey office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2024 at tooth position #15. It was reported that the implant was not placed after immediate extraction. The patient presented with the issue on (B)(6) 2026. During the examination, the doctor discovered that the implant had fit issues and that the implant was fractured at or after the delivery of the prosthesis/abutment. Additionally, it was noted that the implant failed after 2 years of final prosthesis delivery, and the implant final restoration was completed on (B)(6) 2024. As a result, the implant was removed on the same day the patient presented with the issue without using any instruments. The implant was not replaced. The patient was asymptomatic. The opposing arch consisted of natural teeth. It was reported that the type of abutment is unknown. The patient did not sustain any permanent injury, and no additional medical or surgical intervention was required. It was further reported that the patient had type ii bone quality and good oral hygiene.